Event description:
According to the rptr: during the case, the surgeon used the device to close the rectum and to transect the tissue. The surgeon noticed that half of the staples were not fired, but remained in the cartridge. The surgeon had to do a pouch to complete the case. No further report of pt injury or complication was made.

Manufacturer narrative:
Initial report submitted: may 8, 2008.